Manufacturer narrative:
User facility report: (B)(4) was received 15may2020. Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was presented with symptomatic anemia (7.2), recent epistaxis, and melena in the setting of coumadin (international normalized ratio (inr) 3.1). Aspirin was stopped 2 months previously due to frequent nosebleeds. Three units of blood were transfused over this hospitalization. No epistaxis or ent intervention was required during the hospitalization, but hemoglobin continued to drop. Endoscopic evaluation was pursued and included egd/enteroscopy and colonoscopy which failed to reveal bleeding source. Heparin to coumadin bridge was completed;no aspirin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported anemia, bleeding, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient presented with symptomatic anemia (7.2), recent epistaxis, and melena in the setting of coumadin (inr 3.1). Aspirin had been stopped 2 months previously due to frequent nosebleeds. Three units of blood were transfused over the current hospitalization. No epistaxis or ears, nose and throat (ent) intervention was required during the hospitalization, but hemoglobin continued to drop. Endoscopic evaluation was pursued and included egd/enteroscopy and colonoscopy, which failed to reveal a bleeding source. A heparin to coumadin bridge was completed with no aspirin. No alarms were reported for this event. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until receiving a routine transplant on (B)(6) 2020. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.